Event description:
The physician treated a lesion in the sfa resulting in a small dissection. The patient complained of pain, and it was at this point, a perforation was appreciated at the same location as the dissection. After the perforation, the pullback of the device over the guidewire was difficult. The physician removed both the device and guidewire together from the patient. The perforation was treated with a stent. The patient was discharged home with no further complications.

Manufacturer narrative:
There was no indication, based on the physical evaluation of the returned device and the case report, that the device failed to perform as intended (causing a malfunction) leading to the perforation. The report of difficulty with the device removal came at the conclusion of the case. Perforation is an inherent risk for the treatment of peripheral arterial disease with pathway medical's jetstream catheter, and is listed as a potential adverse event in the IFU.